Event description:
The customer reported the system shut down during an exam. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.